Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
When contacted for follow up information, the patient reported they did not known the why the rest of the system was explanted when the infection was occurred only at the left ins site or the status of the explanted device.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: extension. Product ID: 3387s-40, lot# va1h7tm, implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for essential tremor and movement disorders. It was reported that the patient had an infection at their ins site and had their entire system removed. No further complications were reported as a result of this event.